Event description:
It was reported while using the bd bbl¿ tb fluorescent stain kit m user noted sediment while performing microscopic review. The user found that the sediment interfered with morphology determination. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bbl¿ tb fluorescent stain kit m user noted sediment while performing microscopic review. The user found that the sediment interfered with morphology determination. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on the complaint related to kit tb fluorescent stain kit m, catalog number 212519, batch number 4226656, and complaint number (B)(4) for appearance. Components are mixed and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur followed by transport to the distribution center. The complaint investigation included a review of the batch history record tb stain kit m. The batch history record review indicated no discrepancies. All release testing was satisfactory. Satisfactory appearance for auramine m component is ¿yellow suspension¿. By definition a suspension is ¿a mixture in which particles are dispersed throughout the bulk of the fluid¿. It is also defined as ¿a mixture in which all particles of a substance are dispersed throughout a gas or liquid. If a suspension is left undisturbed, the particles are likely to settle to the bottom. The particles in a suspension are larger than those in either a colloid or a solution¿. This is the acceptable solution appearance for this stain. Complaint trends were reviewed for a period covering 12 months. During that time there have been no confirmed complaints for the defect in question for this product. Seven photos received in a leu of return. Two of the photos depict a microscopic view of yellow background with yellow, fluorescent clumps. The remaining photos depict a different view of yellow, crystalline-like fibrous filtrate on top of yellow stained cheesecloth. The retention sample from the complaint batch of tb stain kit m, tb auramine m component, was evaluated along with a control batch of tb auramine m for solution appearance and performance. Staining was completed per instructions in the product insert. Slides of positive (m. Tuberculosis atcc 25177) and negative (b. Subtilis atcc 6533) controls were evaluated and gave satisfactory staining results with the retention and control batches. The solution appearance of the retention sample was comparable to the control and was a yellow suspension. The precipitate in the normal shelf sample bottle is inherent to the stain and does not affect the performance of the stain. The crystalline-like fibers seen in the photos could appear due to changes in temperature from improper storage, or shipping. This product should always be stored at 15 ¿ 30 degrees c. This complaint is not confirmed. Bd will continue to trend on performance issues.